Event description:
New information reported stated that on 09/01/16 the device exhibited a diagnostics anomaly and rf telemetry could not be seen. After a device software download, normal device function resumed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited a false elective replacement indicator alert with a date stamp prior to implant. It was noted that the patient had an ablation procedure and was cardioverted prior to interrogation. The alert was cleared. No patient symptoms were reported.

Event description:
New information reported stated that on (B)(6) 2016 the device was explanted and replaced. No patient symptoms or additional information was reported.